Event description:
It was reported that the right ventricular (rv) lead had high impedance. The lead was tested again at the device change out and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: icf09b52 implantable pacing lead, implanted: (B)(6) 2003. (B)(4).